Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation immediately following implant. Additionally, the patient was implanted with a non-boston scientific lead in the septum for left bundle branch (lbb) pacing. It was also noted that the patient underwent an av node ablation during the implant procedure. The physician wanted the lv lead programmed 0.2 volts above the lv threshold due to the stimulation. Subsequently, the patient coded in their room. Pacing then a flatline was noted on telemetry monitoring. Chest compressions were administered. The non-bsc lead was noted to have dislodged out of the septum and this lv lead exhibited intermittent loss of capture (loc). The lv lead was programmed off and surgical intervention was then undertaken. The non-bsc lead was explanted and replaced. The patient was noted to have regained consciousness. No additional adverse patient effects were reported. The specific model/serial of the lead was not known or provided, however, this information has been requested. Available information indicates this lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this lv lead was programmed back on following the procedure to explant and replace the non-boston scientific lead. This lead remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation immediately following implant. Additionally, the patient was implanted with a non-boston scientific lead in the septum for left bundle branch (lbb) pacing. It was also noted that the patient underwent an av node ablation during the implant procedure. The physician wanted the lv lead programmed 0.2 volts above the lv threshold due to the stimulation. Subsequently, the patient coded in their room. Pacing then a flatline was noted on telemetry monitoring. Chest compressions were administered. The non-bsc lead was noted to have dislodged out of the septum and this lv lead exhibited intermittent loss of capture (loc). The lv lead was programmed off and surgical intervention was then undertaken. The non-bsc lead was explanted and replaced. The patient was noted to have regained consciousness. No additional adverse patient effects were reported. The specific model/serial of the lead was not known or provided, however, this information has been requested. Available information indicates this lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.